Event description:
It was reported that during preparation of a resynchronization therapy procedure, a guide wire break occurred. A 182cm choice guidewire broke during preparation as it was being advanced through an electrode guide catheter. The choice guidewire was exchanged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer the unit was returned separated in two sections, and one section is kinked, as part of overall visual revision. The visual inspection was performed and the device was fractured in two sections. The proximal section presented a body kink at 9.8cm and at 30.0cm approx. From the proximal end. Dimensional inspection was performed as was found to be within specifications. The device was sent for external analysis which revealed the failure on hypotube section on both samples occurred due to a bending overload followed by a tension overload. Transversal cracking was observed on both samples suggesting a cyclic bending event. Failure of the corewire of both samples occurred by a tension overload with a bending moment. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4)

Event description:
It was reported that during preparation of a resynchronization therapy procedure, a guide wire break occurred.a 182cm choice guidewire broke during preparation as it was being advanced through an electrode guide catheter. The choice guidewire was exchanged and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.